Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image guide bundle has significant breakages / had a stain. The device evaluation found that the bending section cover / the adhesive on the bending section cover had foreign objects. It was unknown if the cleaning, disinfection, and sterilization (cds) was performed by the customer. The following questions were answered but marked unknown: was there a delay in the start of precleaning, did the customer wipe the insertion section, were there any abnormalities in the accessories used for reprocessing, and it the customer wiped and brushed the insertion section with clean lint-free cloths / brushes / sponges. Additional findings include the following: the connecting tube had a dent / discoloration, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and an abnormal sound was made due to damage on the angulation lever. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the rhino-laryngo fiberscope had a black spot. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover / the adhesive on the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.